Manufacturer narrative:
Batch review performed on 12 may 2021: lot 1811488: (B)(4) items manufactured and released on 02-apr-2019. Expiration date: 2024-03-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the 11mm insert with a 14mm one to give the patient more stability 1 year and 8 months after primary. The surgery was completed successfully.